Event description:
It was reported that there was particulate matter (pm) within two (2) intravia containers, empty 500 ml capacity. The pm was described as "floaters" found during the inspection process. The devices contained ampicillin/sulbactum 15gm constituted in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device and forty (40) companion samples were received for evaluation. Visual inspection was performed on the actual sample, and it was noted that there was a small particulate observed inside the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, this particle appears to be detached from the membrane of the port due to the spiking process by the end user. Visual inspection on the companion samples did not identify any abnormalities that could have contributed to the reported condition. During sample analysis, no particulate was in the fluid and no particulate was found in the sample evaluated. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.